Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not pass operational tests. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that device does not pass operational control testing. There was reportedly no patient involvement. Based on the information available and the testing conducted onsite, the processor pca, therapy receptacle, fan, and therapy pca parts were found to be defective. A quote to replace these parts has been provided to the customer however, the customer has rejected the quote and no corrective actions have been performed. The device remains at the customer's site. No further action required at this time.